Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was running, "competing rhythm, fast intrinsic rate, or short av," with frequent premature ventricular contractions (pvcs). It was also reported that there was a right atrial (ra) lead position check failure. The ra lead remains in use. No further patient complications have been reported as a result of this event.